Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead was oversensing noise. During lead revision, the physician noted an insulation breach at the proximal end of the lead. The lead was capped and replaced on (B)(6) 2021. The patient was stable.